Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va03710, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's wife said she was trying to adjust stimulation today to make patient comfortable. Patient programmer showed the screen with the symbol on the left hand corner and below it showed a circle with arrows. Caller was not able to get to therapy screen. They changed batteries as they called patient services. Caller then stated programmer was working now as intended. Caller used the patient programmer and first got poor communication screen. She repositioned antenna and was able to get to therapy screen. Patient programmer was working as intended. The caller reports a loss of therapeutic effect. Patient services called patient back to make sure they were able to adjust stimulation. He changed the program. Patient reported all of a sudden he started having leakage, as if 'someone pulled the plug overnight'. He was not getting results at all. Patient asked how long he should stay in the same program. Additional information received reports the patient do not have concerns with their device or therapy.

Event description:
Additional information received reported that the patient did have a 50% or greater symptom reduction. The event cause was not determined and it was unknown if it was device related. Reprogramming was need. The patient was having back pain and was having a tens unit placed in the near future. The patient was also noted to have anxiety at the time of their appointment on 2015 (B)(6). The patient¿s device was reprogrammed and the patient was instructed to try a couple of different programs and return for an appointment on 2015 (B)(6). It was confirmed that the patient had a sudden loss of therapeutic effect. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).